Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a battery failure error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The asp reported the issue occurred during replacement of the power management (pm) printed circuit board assembly (pcba), which was a required field change order activity. There was no previous malfunction requiring a new pm pcba. The battery error occurred because the customer had an aftermarket battery in use with the device. The non-OEM battery is not compatible with the new pm pcba; therefore, the service activity could not be completed. The asp reinstalled the original pm pcba and returned the device to the customer with the recommendation of OEM battery replacement. The device must have a battery update prior to future fco activity. The device was operational.